Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the as returned product identified fracture at the collar. Additionally, there was bone residue around the external threads due to usage. The reported device had been placed on tooth #30 for approximately 3 years. X-ray or picture image was not provided. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the crown was loose, x-ray found a fractured implant. The implant was subsequently removed and site grafted. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI h3: device evaluated by manufacturer: change ¿no' to 'yes' h4: device manufacture date h6: evaluation codes h10: additional narrative

Manufacturer narrative:
(B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Additional PMA/510(k) number ¿ k101880.

Event description:
It was reported that the crown was loose, x-ray found a fractured implant. The implant was subsequently removed and site grafted. Patient to return in 3 months for future implant placement .